Event description:
The customer returned the Colonovideoscope to the service center for a separate issue. During device analysis, the Service Repair Technician observed foreign objects in the connecting tube. There was no patient involvement.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.